Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted in the arm on (B)(6) 2017. It was reported that the patient didn't receive any readings and took the sensor off and found that there was not a wire present. The patient was confident that the sensor wire was not in their body and thought that there might not have been a wire attached with the needle. The patient stated that their doctor was the one who advised them to use their arm for further insertions due to the patient having a lot of scar tissue on their abdomen insertion site. No additional or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The patient did not pull up on the collar and the sensor was not deployed correctly. Labeling indicates: collar removes insertion needle. Helps remove applicator barrel once sensor wire is inserted.